Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the basal rate reset to 0.0 i.u during a battery change. The basal rate reset automatically to 0.0 i.u, this was not the basal rate that was originally programmed on the infusion device. The error log also lists end of temporary basal rate and cancel of temporary basal rate. The patient stated he had not performed these functions. No adverse event was reported. The infusion device was requested to be returned for product evaluation.